Event description:
A caller reported that their continuous glucose monitor (cgm) suddenly disconnected from the pump, with the ¿my cgm¿ button being inactive. After resetting the pump, the issue occurred two more times within 30 minutes. There was no adverse impact to the customer's blood glucose level. The customer's ability to interact with the pump and read the pump screen was affected, leading to technical support deciding to replace the pump. The customer would use multiple daily injections as backup therapy. Technical support confirmed the shipping address and instructed the caller on how to store the malfunctioning pump before returning it using a prepaid label within 10 days, which the caller understood and acknowledged.